Manufacturer narrative:
The device referred to in this report has not yet been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, a probe damage error was displayed. The device was visually inspected and it was observed that the teflon pad was detached from the grasping section. The intended procedure was completed using another similar device. There was no patient injury reported. Olympus has followed up with the user facility to obtain additional info regarding the reported event but with no results.